Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called stating she was receiving "m31 - air detected in the cassette" alarms repeatedly during a drain cycle. The patient stated that she cancelled the treatment and when she removed the cassette there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The nurse confirmed stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. Per pdrn the sample was discarded and is no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called stating she was receiving "m31 - air detected in the cassette" alarms repeatedly during a drain cycle. The patient stated that she cancelled the treatment and when she removed the cassette there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The nurse confirmed stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. Per pdrn the sample was discarded and is no longer available for evaluation.